Event description:
It was reported that in (B)(6) 2013, a patient went to her doctor because she didn¿t think the device was working. Her healthcare professional adjusted it, took a picture of it, and determined that the lead wire had moved. In (B)(6) 2013, the lead wire was replaced. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0415r, implanted: (B)(6) 2012, product type: lead. (B)(4).